Manufacturer narrative:
The end user was being transferred from the bed to the toilet when the lift dropped and the end user fell, fracturing her nose. The sample was returned and evaluated. Hydraulic oil was found to be leaking from the top o-ring of the hydraulic cylinder. The root cause for this incident is determined to be a failed internal seal on the gasket. This device was manufactured more than three years ago. As stated in the owner's manual, it has a 3 year warranty. We have no trend for this issue with this product. This is an isolated incident and no corrective action is indicated at this time.

Event description:
Lift dropped and end user fell, fracturing her nose.